Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and sensor inaccuracy. Customer's blood glucose value was 449 mg/dl at the time of incident. The sensor glucose was in the 150 mg/dl range. The customer was assisted with troubleshooting and declined for high blood glucose. The sensor will be returned for analysis.